Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. The pump was returned, and analysis found corrosion/wear/lubrication in the motor gear train, and a stall due to shaft-bearing. The catheter was returned, and analysis found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (12.0 mg/ml, 7.577 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the pump was alarming or beeping. The patient could hear a tone coming from the pump "in the past day and a half." He heard a critical alarm. The alarm was not sounding constantly. The patient had his pump filled on (B)(6) 2018. He had been sweaty, clammy and vomiting. He had the flu since (B)(6) 2018 and it would not go away. The patient called his doctor and was directed to go to the hospital. No further complications were reported. Additional information was received from the patient. It was reported that the patient had issues with his pump. The pump was broken and they put another pump in. The past couple of days since he had been home he had been having sweats, symptoms each day, "weak symptoms", blurry eyes with reading, couldn't focus, rushing, slowing down, and he couldn't sleep. The patient didn't know what was going on. He was on his way to the doctor's office. This issue started on the (B)(6) 2018. No further complications were reported. Additional information was received from the healthcare professional. It was reported that on (B)(6) 2018 the pump stalled and did not restart until (B)(6) 2018. The pump was interrogated at the emergency room. The alarm and symptoms were resolved. The pump was surgically removed and replaced. The manufacturer representative sent the pump to be examined. No further complications were reported.